Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation confirmed the loss of the imaging function on site. The cause was determined to be overheating of the x-ray tube. There are several possible causes for such a case, however, it is difficult to determine when the system has been repaired and there is no longer a defect. After considering the available data, our system specialists see the following two possibilities as likely: 1. If the cooling system of the x-ray tube was not filled with water as described in the instructions for use. 2. If water evaporation through the system's cooling hoses was so high that it significantly reduced the system's cooling capacity. Neither case can be verified in retrospect as the pump was replaced. In the process, cooling medium was also topped up which ultimately eliminated the fault case. Since the service intervention, the system has been working as specified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the system was unable to produce an exposure. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.